Event description:
A report was received that the patient's ipg was moving closer to the pocket and was shallow. The ipg had worn through the pocket site due to weight loss which was non device related. There was an opening where the ipg could be seen and the pocket had increased in size. The opening at the pocket site was device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: st linear lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.